Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 10-feb-2021. An investigation is in progress for returned product.

Event description:
Half tampon remains inside me [foreign body in reproductive tract]. Tampax breaking off inside me. String broke off [device breakage]. Case description: consumer e-mail stated the tampon had broken off inside of her. No serious injury was reported. Follow-up: consumer e-mail stated the tampon string completely came off. No serious injury was reported.

Event description:
Half tampon remains inside me [foreign body in reproductive tract]. Tampax breaking off inside me string broke off [device breakage]. Consumer e-mail stated the tampon had broken off inside of her. No serious injury was reported. Follow-up: consumer e-mail stated the tampon string completely came off. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation completed on 24-feb-2021.